Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216. A root cause could not be identified. Based on the results of the investigation, the most probable cause of scope communication error b30 and e216 was likely due to plug unit connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error b30. The event occurred during service or maintenance. There were no reports of patient involvement.